Event description:
It was reported, the patient was unable to increase his stimulation. Diagnostic testing revealed invalid impedance readings on all lead contacts with his model 3163 lead. Reprogramming was able to provide adequate coverage in the patient's legs, but not his back. The patient indicated he wanted to evaluate having only stimulation in his legs before deciding if he wanted to undergo surgical intervention.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.